Event description:
It was reported registered nurse (rn) placed call to hot-line stating the following: pump was alarming "drain failure". Rn said they checked condensation bottle & it was dry. They tried turning pump status off & back on, but still got "drain failure" alarms. Rn stated they changed out pump for another autocat2 wave & they were not getting alarms. Patient was in a sinus rhythm with frequent ectopic beats. Pt. Had a very poor ejection fraction (ef). Clinical support specialist explained there are times when pt. Has rapid heart rate or very short cardiac cycles that pump will suspend drain task. Usually when that occurs, user can go to pump status off & then press pump status on and this will cause pump to do drain task. Since they tried that & were still getting "drain failure" alarms, it was best to have biomed check out pump.

Manufacturer narrative:
Product will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.